Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had intermittent function was confirmed. An assessment was performed on the device which determined the unit had intermittent oscillation and the reverse trigger was sticking. It was further determined that there was corrosion on internal components and the electronic control unit did not function properly. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had intermittent function. During in-house engineering evaluation it was found that the device had intermittent oscillation and the reverse trigger was sticking. It was further determined that there was corrosion on internal components and the electronic control unit did not function properly. The event was not reported to have occurred during surgery. There was no reported delay in the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.